Event description:
Complainant alleged that the device was attempting to defibrillate a pt (age and gender unk) using a multi-function cable and electrodes, but the device would not discharge. The clinicians then changed to device paddles and the pt was successfully shocked. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.